Event description:
It was reported that a bridge bolus was incorrectly performed using the wrong doses. A minute had elapsed when the error was caught. Patient experienced no symptoms. The infusion dose was adjusted immediately in presence of the physician and then titrated up. Drug delivered via the device was dilaudid; old concentration: 15 mg, new concentration: 20 mg, old drug desired dose: 10 mg/day, tdv (total drug volume): .348 mls, amount of bolus: 5.22 mg, duration of bolus: 12 hrs 32 mins. Patient went on with therapy and as of 2011-(B)(6). There were no follow-ups.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model 8598a, serial# (B)(4), implanted: 2011-(B)(4), explanted: unk; programmer model: 8840, serial#: unk.